Manufacturer narrative:
Evaluation summary: stent was not present on the balloon and was not returned for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Numerous kinks were evident along the distal shaft; 10-11.5cm and 17.4cm proximal to the distal tip. No deformation was evident at the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, severely calcified lesion with 80% stenosis in the diagonal artery. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It is reported that stent deformation occurred while placing the device in the diagonal artery lesion. The device was then replaced with another resolute integrity device of the same size (lot: 0008765420) and the procedure completed. No patient injury was reported. The physician reported that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.